Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2018. According to the complainant, during procedure and inside the patient, the laser fiber was broken at several spots. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The patients condition was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2018. According to the complainant, during procedure and inside the patient, the laser fiber was broken at several spots. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The patients condition was reported to be stable.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results the fiber was returned broken into three pieces. The first piece measured approximately 96.2 cm from the top of the connector to the break. The second piece measured approximately 61.6 cm from break to break. This piece includes two kinks. The third piece measured approximately 146.8 which includes the a portion of the distal tip. The exposed glass portion of the tip measured approximately 1.3 cm. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:43 pm CT. The report number is being corrected from: 3005099803-2018-62082 to: 3005099803-2018-60735.